Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a lead replacement procedure, the left ventricular (lv) lead was broken into two parts while removal of a different lead. The two parts were removed from the patient and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to a cut. The proximal conductor of the lead became extrinsically fractured due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.